Manufacturer narrative:
The ion selective electrode (ise) system is calibrated every 24 hours, and qc is run every 4 hours. Before the event qc results were within the lab's established ranges. The customer was advised to use the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched: the fse replaced the carbon bridge. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The difference between the original na results and the repeated na results was 6-9 mmol/l. Actual results were not supplied. The results were reported out of the lab and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.